Event description:
It was reported that the implantable pulse generator (ipg) may have reached recommended replacement time (rrt) earlier than expected. Device follow up approximately 3 months prior revealed expected longevity was 6-9.5 years. The patient was deceased (cause of death unknown). Post mortem interrogation revealed the ipg had reached rrt and device mode was vvi 65 beats per minute. Technical review of the save to disk suggested the device met expected longevity based on programmed settings. No further information is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory showed elective replacement indicator (eri) had not been triggered at the time of the patient's death. Eri was triggered 4 days post mortem.